Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter as per the additional information received, same staples have fallen into the cavity. They have been recovered. About 2/3 cm of tissue has been damaged. The damage has been recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats lobectomy procedure. While resecting the pneumatic parenchyma, the proximal staple line was incomplete. Two more handles failed as well. The case was completed using a competitors device. There was medical or surgical intervention needed to prevent permanent impairment. There was unanticipated tissue loss and tissue damage as a result of this malfunction because they had to re-open the staple line. The surgical time was extended more than 30 minutes due to the surgeon having to use more charges and handpieces to recover the suture and resect more tissue. No patient injury.